Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The service representative replaced the speed potentiometer and performed a functional check and test run. No further issues were noted. The replaced device was scrapped. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer for the s3 roller pump were found to be out of tolerance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement.